Event description:
Complainant alleged that during routine testing, the displayed characters appear to shrink from top to bottom, causing the info to be distorted. There was no pt involvement during the reported malfunction.